Manufacturer narrative:
The complaint investigation for a false elevated architect stat high sensitive troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Tracking and trending review determined no trends identified for the issue for the product. Device history record review on lot 17227ui00 did not show any non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data was reviewed and determined that patient median result for the lot is comparable with other lots in the field. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. Per the expected values section in product labeling, the 99th percentile cutoff for patients in the age range of 21 to 75 years is 26.2 pg/ml. Abbott has not established expected ranges for patients under 21 years of age. Based on the investigation the architect stat high sensitive troponin-I reagent lot 17227ui00 is performing as intended, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. Patient identifier: (B)(6).

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result for a (B)(6) male patient complaining of it hurting when he breathes and when he hits his chest. The patient¿s CT and ECG were normal. The following results were provided (cutoff for male is 0.0342 ng/ml): on (B)(6) 2020 sid (B)(6) = troponin-I = 2.00 ng/ml, ck-mb = 21 u/ml, total ck = 453 iu/ml on (B)(6) 2020 in cardiology department the patient sample was collected and generated a troponin result of 1.87 ng/ml. The customer performed a peg treatment was performed but no change in results were indicated from this testing (troponin-I molecular weight 22500). There was no impact to patient management reported.